Event description:
In february 2006, the facility contacted baxter customer service to report that during the first hour of hemodialysis treatment on a meridan instrument, the air detector failed to alrm. There was no pt injury or medical intervention reported in association with this incident. A baxter field service engineer (fse) went to the facility to evaluate the instrument. The instrument was in good condition upon inspection. The instrument passed the power on t-1 test without any probelms. The sir detector was tested and no problems were found. All systems functioned according to manufacturer's specifications.